Manufacturer narrative:
(B)(4). The reported complaint that the "balloon got ruptured and air leaked during the inflation test before use" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "it was reported that the balloon got ruptured and air leaked during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Event description:
It was reported that "it was reported that the balloon got ruptured and air leaked during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was reported that the balloon got ruptured and air leaked during the inflation test before use. Therefore, a new kit was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4).